Manufacturer narrative:
Additional information requested but not received.

Event description:
It was reported that patient presented remotely. Review of transmission revealed that right ventricular (rv) lead exhibited high defibrillation impedance. No intervention reported. There were no patient consequences.